Event description:
The customer stated that his meter gave a blood glucose reading of 435 mg/dl. He retested within 5 minutes, and a one touch meter gave a reading of 209 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips that gave the erratic results were from a sample bottle. The customer does not have any strips left, so no product will be returned.